Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose levels. Customer verified drive support cap is recessed. Advised reservoir may be occluded. Customer's blood glucose level was 447 mg/dl at time of reporting. Nothing further reported.